Event description:
(B)(4). Headed, pain in my lower back, pain in my leg but in top. Heavy bleeding for 15 days. Hair lost, went I have sex I bleeds to. It just destroy my life it never been the same seen the doctor put it in. Sorry for my english. Now it got to the point that a dont want to have sex it very painful. I fell that it very sad how everything change.